Manufacturer narrative:
A review of the data by boston scientific technical services (ts) noted that although this patient had an ablation procedure the device still sees r waves, which could be pvc's. It was also noted that the patient had short runs of non-sustained ventricular tachycardia, while all daily measurements appear normal. Ts noted that some noise is seen in earlier strips oversensed by the device, and the oversensing appears to be myopotential/diaphragmatic. Ts discussed performing integrity testing to evaluate ventricular fibrillation sensing. At this time the system remain implanted. Additional information noted that the sensitivity was reprogrammed to avoid noise. Next time the patient will be seen at the clinic possible provocation maneuvers will be done to determine the origin of noise.

Event description:
Boston scientific received information that during a follow up it was noted that noise was seen on the right ventricular lead. Attempting to recreated the noise was not possible. The patient was pacemaker dependent and asystole for approximately 1.9 seconds was noted. The patient had no symptoms. The pacing thresholds and sensitivity appeared to be stable and the pacing impedance measurements also appear normal. A request for technical review was noted. This system remains implanted.